Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# , serial# (B)(4), implanted: (B)(6) 2020 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-oct-2021, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer receiving dilaudid (0.5 mg/ml, 54.87 mg/day) via implanted infusion pump indicated for non-malignant pain. It was reported the consumer had a problem with pump and the catheter had broken off the pump port. This was the second time this had happened and the last time the consumer had to pay 5,000 out of pocket. The consumer stated he was told he needed a pump replacement. The consumer stated the healthcare provider (hcp) did a dye study and looked like dye was pulling around the pump at insertion point where catheter goes in. The consumer stated they went in today, (B)(6) 2022, to office and they had images of this. The consumer stated the issues started 1.5 months ago with the pain and went through things and changed out dilaudid as they thought it was a bad batch and adjusted pump. An x-ray was completed which didn't show, but today the dye study showed more. The consumer stated it looked like the catheter was attached, but bent and at an angle. The consumer stated he was prescribed norco to help with pump as not as effective as it should be. The consumer stated he made an appointment with another surgeon as he moved out of network and had an appointment (B)(6) 2022 at 9am to get this done as soon as possible. Troubleshooting was not required. The consumer had been working with his hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.